Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as günther tulip vena cava filter. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tulip filter placed around 2 months ago was being retrieved. Filter was tilted- couldn't snare hook with cloversnare so employed loop snare technique by using sos catheter to feed glidewire through filter. Both ends of wire externalized from sheath, allowed them to maneuver filter into straighter position for retrieval. However one of the secondary wires (petal) broke. Eventually the filter was retrieved. Patient outcome: no harm to patient or need for additional procedures.